Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, dyspareunia and vaginal scarring. On (B)(6) 2009, the patient underwent partial removal of the graft from sling procedure due to erosion of the vaginal mucosa.

Manufacturer narrative:
Date sent to FDA: 06/10/2016.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence and cystocele. It was reported that after implantation patient experienced pain, erosion, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent partial removal of the graft from sling procedure on (B)(6) 2009 due to erosion of vaginal mucosa. (B)(4).